Event description:
A customer contacted beckman coulter (bec) reporting that while troubleshooting an aspiration error on the coulter lh 750 hematology analyzer station the customer observed a leak of bloody fluid in the drip tray. The volume of the leak was 1 ml and was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear, and a laboratory coat at the time of the incident. The material safety data sheet (msds) was reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found and repaired a small diluent leak associated with the aspiration tubing going between the front blood detector and the blood sampling valve (bsv) that fixed the leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).